Event description:
International affiliate reports the patient suffered a headache in 2002 and the valve pressure was changed. The patient's condition did not improve and an x-ray taken 2 days later, found the valve was broken. The valve was explanted 2 weeks later.